Manufacturer narrative:
A chest radiograph immediately after the procedure showed no signs of esophageal perforation. The patient was admitted for observation. A contrast radiograph on day 1 showed no esophageal perforation so the patient was allowed to eat. The patient was discharged to home on day 6 without complication. Repeat endoscopy and ablation will be scheduled in two months.

Event description:
A mucosal laceration occurred in a patient in the (B)(6) having a long segment (6 cm) of barrett's esophagus containing dysplasia. A sizing procedure was first performed without difficulty and without adverse event. The faculty physician reported that he then needed to leave the room to locate a proper guide wire for the next step of the procedure. Balloon-based ablation. During the time that the facility physician was out of the room, the trainee introduced a balloon-based ablation catheter over a guide wire that is not recommended for this procedure (too soft) and additionally may have used excessive force during introduction. It was determined that the guide wire, in addition to being too soft, migrated proximally during introduction and did not guide the catheter in the lumen. Upon endoscopy, the faculty physician noted some bleeding in the distal esophagus and therefore removed the ablation catheter, guide wire, and endoscope. Subsequent endoscopy showed a 2 cm linear laceration in the distal esophagus. It was clipped endoscopically and the procedure terminated.